Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the trocar sleeve housing is broken. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, armed; sleeve condition, nonconforming; stopcock condition, closed and trocar condition, nonconforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming and lockout functional, nonconforming. Analysis conclusion: based upon the visual inspection and inquiry info, it was confirmed that the "sleeve housing had broken." It was concluded that the sleeve broke as a result of an impact. No conclusion could be reached as to how the impact occurred. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.